Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 11:00 am, the patient began experiencing symptoms including dizziness, lightheadedness, and numbness in the fingers, head, and lower part of the face. Initially, the patient suspected a possible cardiac event. At the time, the patient¿s cgm displayed a glucose reading of 134 mg/dl. Despite persistent symptoms, cgm readings remained between 134¿140 mg/dl. At approximately 12:30 pm, the patient contacted emergency medical services (ems). Upon ems arrival, a bg meter reading showed 596 mg/dl, prompting transport to the emergency department. At the ER, the patient¿s bg meter reading was 584 mg/dl. Both the patient¿s tandem insulin pump and cgm device were removed upon arrival. The patient was treated with intravenous insulin, and bg levels were monitored every 30 minutes. The patient was discharged on (B)(6) 2025, at approximately 7:00 pm, after more than 24 hours of inpatient care. At the time of reporting, the patient was reported to be ¿okay.¿ data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.